Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
A nurse allegedly stated that last year they had missed a patient¿s port, and the patient ended up in the intensive care unit (ICU) for two weeks. The patient¿s information was not provided. Patient symptoms, interventions, and outcome were not provided. This information was requested. It was unknown what drug was infused.